Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Incident occurred on 12/24/2025 involving a biliary stent with commercial reference g23134 from cook medical. During the procedure, the biliary stent did not open during the procedure, the bile duct stent did not open. As a result, another device had to be used, slightly increasing the duration of the procedure. The device is available for examination. Was the product inspected for damage before use? - yes. What was the target location? - biliary duct. Details of the wire guide used (diameter, type, make)? - jagwire 0.035. Was the wire guide inspected for damage before use? - yes. Was the zip port facing upwards and slightly curved when backloading the wire guide? - yes. What endoscope type and channel size was used? - olympus duodenoscope. Did the patient exhibit difficult anatomy? - n/a. What was the length and diameter of the stricture? - unknown. Was the stricture dilated before stent placement? - no. Was an assessment carried out to determine to necessity for pre-dilation? - unknown. Was the safety wire removed? If yes, at what point was it removed. - unknown. Was resistance encountered when advancing the wire guide to the target location? - no. Was resistance encountered when advancing the delivery system to the target location? - no. What was the position of the elevator during advancement? - down. What was the position of the elevator during attempted deployment? - down. Was the directional button pressed during use? - no. Was the yellow marker kept in view during attempted deployment? - yes. Was a stent previously placed at the same or adjacent location? - no. Did any part of the stent contact the patient's anatomy when the complaint occurred? - yes. Were any other defects (other than the complaint issue) observed on the device? - unknown. How was the procedure completed (another device, postponed for another day)? - new stent. Was there any adverse effects to the patient due to this occurrence? - no.